Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. During advancing of a 2.50x20mm synergy¿ drug-eluting stent, strong resistance was encountered in the distal lesion. The device was further advanced to the distal side; however, angiographic image showed that the stent moved about 5mm to the proximal side while it remained mounted on the delivery system. The device was removed from the patient to avoid stent dislodgement and exchanged using a non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.